Manufacturer narrative:
One sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and leak was observed coming from a small hole a few inches below the pump safety clamp. The customer complaint was verified. Based on the description of the leak not being discovered until after the set was in us, the most probable cause is that the tubing got caught and damaged during use. A device history record review could not be performed because a lot number was not provided by the customer.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was damaged the following information was received by the initial reporter with the following verbatim. It was reported by the customer that ivig leaked out through a hole in the tubing. Hole was not apparent when rn primed the tubing, but several hours after administration completed, rn noted puddle of liquid on the floor. After further inspection she found a hole in the tubing.